Event description:
An unspecified number of undocumented incidents of disconnections. The customer contact reported that during infusion of pitocin, the plumsets' option-lok male luer adapters disconnected from the distal claves on the primary piggyback sets. The option-lok male luer adapters and the claves were reconnected and the therapies were resumed. There were no reported adverse pt effects. No med interventions were required.